Manufacturer narrative:
The report of a user advisory (ua) 12 (lifeband not present) was not confirmed based on the functional testing but confirmed in the archive data. A likely root cause for the ua 12 error messages is attributed to the improper installation of the lifeband into the platform. Visual inspection was performed and noted no damage upon receipt. The archive data was reviewed and contained multiple ua 12 error messages were noted around event date. Functional evaluation of the platform found no issue. The platform was tested using the manikin with lrtf (large resuscitation test fixture) with continuous compressions and passed with no issue or faults observed. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 12 error message recorded in the archive data is easily clearable by the user. The ua 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The ua 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse (B)(4).

Event description:
As reported, during shift check, the autopulse platform (B)(4) displayed ua12 (lifeband not present) upon power up. Customer was unable to clear the error. No patient involvement reported on this issue.